Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room with complaints of chest pain. A review was performed and on the presenting electrogram, the cardiac resynchronization therapy defibrillator (crt-d) was suspected to have been exhibiting loss of capture on the left ventricular (lv) lead. The patient was admitted overnight in the hospital and further evaluation was expected to be performed. The remote monitoring system data was reviewed and a device check had been performed. Impedances were stable and lv capture threshold was 3.4v @ 0.4ms. At this time, the crt-d and lv lead remain in service. No additional adverse patient effects were reported.